Event description:
The baxter sales representative (bsr) received a report from the manager of the hospital (doctor) and the peritoneal dialysis (pd) nurse that in 2009 (at night) the patient had to be admitted as a matter of urgency, due to a suspected intestinal perforation. The on duty surgeon and nephrologist, decided to operate on the patient. They detected an excess of air in the abdomen (2 bags were filled with that air and, during the filling of the third bag, liquid started to come out). The liquid was clear, for that reason, the intestinal perforation was ruled out. The x-ray confirmed the excess of air. The nurse went to the patient's home and observed that the machine's screen showed the following alarm sentence 'system error 2240'. She tried to press buttons but all were blocked. The pro-card (memory card) couldn't be removed. All the equipment, home choice (hc) machine, cassette and bags were sent to the hospital. They tried to remove the card again but it was not possible. The equipment will be sent to baxter. Per the renal medical affairs manager: medical report: on event date, during the afternoon, the hospital pd nurse made a routine visit to the patient at his home and reviewed the pd procedure with him. Everything was in order. The nurse and the patient prepared the hc machine to initiate the treatment at night time. The patient connected to the hc machine at midnight for therapy and the hc machine showed an 'air in line' alarm. The patient moved the cassette at home, no new cassette was replaced and cycler sign displayed. He started his treatment with no initial issues until he felt general pain after one hour of treatment and decided to go to the hospital. The following day, the patient went to the hospital with general abdominal pain, no fever, no nausea, no vomiting. At exploration (signs): acute abdominal exploration: positive (such as abdomen like a table), huge timpanism (air), bad peripheric perfusion and blood pressure of 90/60. The blood test showed no leucocytosis. Lactic acid was 7.5 (very high), creatine phosphokinase (cpk) was 313, renal parameters of chronic renal failure. Abdominal x-ray: pneumoperitoneum. The pd nurse requested to dwell the pd fluid from the patient's abdominal cavity: instead of liquid dwell, air filled the bag (up to 2 bags of 2 liter). With the third bag, peritoneal fluid is clear. Peritoneal cell count: 5 leucocytes and 50 red cells. The patient felt much better after the procedure of 'emptying air'. The surgeon and nephrologist in charge at the hospital was concerned in case it may be an intestinal perforation and decided to send him to surgery. Surgery: blanc laparotomy. After surgery, the patient did well and is recovering from the scar. The following day, the patient underwent a hemodialysis session through a left jugular catheter. The plan is to perform hemodialysis while recovering and have peritoneal lavages with sodium heparin are planned very soon to keep the abdominal cavity in good condition to re-start peritoneal dialysis as soon as possible.

Event description:
It was initially reported that the device was "wasted." On 10/23/2009 (through follow-up with the health-care provider), it was learned that the device was explanted at implant.per the operative report, "the annulus would only admit a 25 mm sizer. The initial valve available was a carpentier-edwards pericardial valve. However, the flared posterior post would hang up on the posterior annulus and because of that it was removed..."

Manufacturer narrative:
Product will not be pursued because of infection risk. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. "The flared posterior post would hang up on the posterior annulus and because of that it was removed."device not returned.